Manufacturer narrative:
Date sent to the FDA: 09/22/2021 additional h6 component code: g07002 ¿ reported condition not confirmed ( representative samples) a manufacturing record evaluation was performed for the finished device lot number qemcdm/ mcp3205g40 and no non-conformances related to the reported complaint condition were identified. Additional information: d9, h6 additional h-3 summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a sealed box (12ea) of product code mcp3205g was received to ethicon inc for evaluation, all unopened samples were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damage on the suture surface, and no defects were observed during evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional information was requested and the following was obtained: were there any prescribed medications such as oral antibiotics and/or steroid cream given to treat ssi in skin layer? If yes, please specify. Yes, doctor provide the oral antibiotics to patient. Was there any surgical intervention required due to ssi in skin layer? If yes, please specify. No, procedure date? (B)(6) 2021 date - time of onset of ssi from the initial surgical procedure ( c-section)? After 2 days of operation. What is the patient's current status? Patient is okay now the following information was requested, but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre- or intra-operatively? Were cultures performed? Results? What is the physician¿s opinion as to the etiology of or contributing factors to this event? A manufacturing record evaluation was performed for the finished device lot number qemcdm/ mcp3205g40 and no non-conformances related to the reported complaint condition were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name: irgacare®; active ingredient(s): triclosan; dosage form: suture/solid/parenteral; strength: 2360 g/m.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2021 and suture was used. The patient experienced surgical site infection in the skin layer and was given oral antibiotics. Additional information has been requested.